Event description:
It was reported to philips that the footswitch isolation cable is damaged. This is connected to a loss of imaging related to an allura xper fd10/10. There was no reported patient or user harm.

Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4) and is related to and occurred prior to (c&r#: 3003768277-08/04/2023-005-c).